Manufacturer narrative:
Through a legal claim, it was reported that left hip revision surgery was performed due to pain & elevated metal ion levels. The devices originally implanted included an r3 cocr liner, r3 acetabular cup, anthology femoral stem, and modular sleeve, however it is unknown which devices were removed at the time of revision. As of today, device return and additional information has been requested for this revision complaint but has not become available. Using the supplied implantation dates, partial device details listed in the lawsuit, hospital name and implanting surgeon's name, the device part & lot numbers involved in this case have been preliminarily identified (subject to confirmation with medical records). The devices identified were as follows: 71356009 10km18424r anthology stem 71341160, 09aw21347 r3 cocr liner 74122548, 10bw06880 hemi head 74222200, 10dt41770 modular sleeve 71335560, 11am10273 r3 shell in the absence of the actual devices, the production records were reviewed for these devices and did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew, or its employees caused or contributed to the potential event described in this report. - attachment: [163117 summary.pdf]

Event description:
It was reported that revision surgery was performed.